Event description:
It was reported that a one link catheter set would not fill with fluid. The user replaced the set. This was reported to occur during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). It is unknown when the event occurred; however, the customer did state that it was the "week before." (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.